Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low and high out of range shock impedance measurements during the implant procedure. Technical services (ts) was consulted and it was suggested oversensing of electromagnetic interference (emi) could be the cause. Available measurements after the procedure were all within range and no other issues have been noted post the implant procedure, which point to emi been the cause. Information from the field points to the external defibrillator to been the cause for the emi. This ICD remains in service. No adverse patient effects were reported.